Manufacturer narrative:
Concomitant medical products: alcoholic chlorhexidine. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in ck1, ck2, and ck3 with 1 ml per side of juvederm® voluma¿ with lidocaine. On the same month, the patient was injected in c5 with 0.2 ml per side of juvederm® volift¿ with lidocaine. 2 months later, the patient was injected in ck1, ck2, and ck3 with 1 ml per side of juvederm® voluma¿ with lidocaine. The patient was also injected in c5 with 0.2 ml per side of juvederm® volift¿ with lidocaine and in f2 with 0.2 ml per side of juvederm® volift¿ with lidocaine. C6 was additionally reported as an injection site. Almost a year later, the patient was injected in f2 with juvederm® volift¿ with lidocaine. The patient was pre-treated with dermomax®, alcoholic chlorhexidine. About 2 years after the initial injection, the patient attended to the injecting facility and reported inflammatory nodules in frontal (f2), zygoma (ck2, ck3), and jaw (c5). The patient also experienced local edema on f2. The hcp reported the event as possibly related to the product. Treatment with hyperdiluted and superficial radiesse, surgery to remove excess skin, and family stress were reported as possible triggers. Patient used prednisone for 5 days but is resistant to it, and the endocrinologist does not approve its use. Physician planned a treatment with injectable corticosteroids and hyaluronidase. The patient refused to perform puncture and treatment using injectables or antibiotics. Patient's endocrinologist also contraindicated the use of oral corticosteroids due to glycemia. Together the physician and endocrinologist chose to just follow up. The patient provided photos to the physician and complained erythema and pain, previously the ¿nodules were cold¿. The physician started treatment with high-dose loratadine, mofloxacin and clarithromycin. Physician suggest repeating the ultrasound, draining possible collections, keeping antibiotics for at least 2 weeks and re-evaluating whether antibiotic therapy would be worth 4 to 6 weeks without considering biofilm. Hyaluronidase and oral methotrexate will be provided if necessary. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00906 (allergan complaint # (B)(4)), MDR ID# 3005113652-2019-00910 (allergan complaint # (B)(4)), MDR ID# 3005113652-2019-00905 (allergan complaint # (B)(4)), MDR ID# 3005113652-2019-00909 (allergan complaint # (B)(4)), and MDR ID# 3005113652-2019-00907 (allergan complaint # (B)(4)). This MDR is submitted for the second injection with suspect product, juvéderm® voluma¿ with lidocaine.